Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced discomfort at the ipg site. X-rays were taken and confirmed that the ipg had migrated. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicates surgical intervention took place on (B)(6) 2024, wherein the ipg was repositioned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.